Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was currently hospitalized following bivad implant on (B)(6) 2016. The site reported an abrupt increase in flow and power on (B)(6) 2016 - (B)(6) 2017. A log file analysis showed an increase in power consumption on the rvad starting on (B)(6) 2016 with parameters outside of normal range that were consistent with pump thrombosis. The patient was not controlled on anticoagulation and the partial thromboplastin time (ptt) was subtherapeutic. The patient taken to the o.r. On the evening of (B)(6) 2017 for rvad assessment and was not a considered a candidate for pump exchange. A decision was made to withdraw care and provide comfort care only. The rvad ofg was ligated and the rvad pump was turned off at that time. Support was withdrawn on (B)(6) 2017 and the patient expired the same day. No autopsy was performed and the pump will not be sent for analysis.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) were not returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented (B)(4) from performing as intended. Review of the manufacturing records confirmed that the associated pumps met all requirements for release. A rise in power consumption has been logged for (B)(4) starting on (B)(6) 2016 to a maximum of 3.9 w outside of the normal range, confirming the reported event. Review of the log files for (B)(4) revealed a rise in power consumption starting (B)(6) 2016. A 1 high watt alarm was logged on (B)(4) on (B)(6) 2016 at 10:26:04. Of note, it was reported that support was withdrawn on (B)(6) 2017 and the patient expired the same day. No autopsy was performed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power events on both pumps can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 6 low flow alarms and 3 vad disconnect alarms have been logged since (B)(6) 2016. A rise in power consumption has been logged starting on (B)(6) 2016 to a maximum of 3.9 w outside of the normal range confirming the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy, including the patient's uncontrolled anticoagulation, may also have contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.